Event description:
It was reported that during a ptca procedure, the tip of the pt2 moderate support guidewire separated in the mid left anterior descending artery (lad). The customer reported "wire tip separated. They were able to snare the tip and completed the case w/another of the same." There were no reported patient complications. Patient status was reported as 'okay.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.